Event description:
During debridement of ankle fracture and repair of deltoid ligament and laceration, a #2 ethibond suture was run through deltoid ligament the deltoid ligament and repair back to bone. The eye of the needle broke in the bone and was left in place.